Manufacturer narrative:
Info anticipated, but unavailable at this time.

Event description:
It was reported that during a lap roux-en-y procedure, during the first firing when the surgeon closed the jaws to place into trocar, he checked the manual release and it would not release. The surgeon was instructed to dry fire the device, he did and it worked fine. The device was then reloaded and the manual release would not work. A new device was used to complete the procedure. The first device was not used on pt and will be returned for analysis.